Manufacturer narrative:
(H6) heath effect - clinical code: 4581 - appropriate term / code not available, 1994 - pain; medical device problem code: 2988 - naturally worn, 1667 - unstable.

Manufacturer narrative:
D1/d2: added brand name, product code d4: catalog number, expiration date, serial number, and UDI d6: implant/explant dates g3/g4: added 510k number and date received by manufacturer h4:device manufacturer date h6: corrected health effect - clinical code, health effect - impact code, medical device problem code, component code, type of investigation, investigation findings, and investigation conclusions. Based on the available information, the patient involved in meets the following risk criteria for early prosthesis wear and/or osteolysis as specified in the hhe: combination of largest available femoral head and/or thinnest available liner was used. The most likely underlying cause for the revision reported is a combination of risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) . However, this cannot be confirmed from the reported information and the devices were not available for evaluation.

Event description:
It was reported that approximately 45 months after a left total hip replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, popping, instability, dislocating and complete numbness. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10 concomitant devices 3976718 (B)(6) - wedge plasma x/o sz 10. 4146993 (B)(6) - biolox delta femoral 40mm od, +0mm. 4401159 (B)(6) - integrip cc, cluster 60mm, g4. 4510880 (B)(6) - alteon 6.5mm screw, 40mm. The product associated with the reported event is within the scope of recall z-1732-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.